Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 41 mg/dl at the time of the incident. The customer was at 249 mg/dl at the time admission. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer reported the pump was over delivering as the sensor was reading low but the pump was still delivering insulin. Troubleshooting was not completed but the customer stated that on the day of the call, they treated off the sensor glucose readings. The insulin pump will not be returned for analysis.